Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a same model, length but different power lens. The problem was resolved. Cause of the event was reported as unknown.